Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for MRI with the pulse generator unable to be interrogated by the programmer. A new programmer was obtained and the device was successfully reprogrammed appropriately. The patient was in stable condition.